Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an exploratory laparatomy intro abdominal mass procedure, the inactive tissue pad came off device while cleaning it outside the patient. They opened another device and completed the case with no patient impact.